Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref.#: 252681.

Manufacturer narrative:
The customer did not request any service. According to the received logs, it can be confirmed that the ventilator failed mentioned tests such as internal leakage, pressure transducer and safety valve during pre-use check spreaded in a time period. According to the information from the third party, the printed circuit board (pcb) where inspiratiory and expiratory pressure transducers were located, was broken however, it is not known how the pcb was broken. The customer does their own service, no further information regarding the status of the ventilator was provided, no parts were sent for our further investigation.due to lack of information, the root cause of the reported event could not be found. H3 other text : 4117